Event description:
It was reported to philips that system had a low disk space issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user unplugged and re-inserted the hard disk to continue procedure. The philips field service engineer (fse) called the customer and confirmed that the disk space was too low. Upon functional testing, the fse found that the disk connector was loosen and suggested to re-insert the disks. To resolve the issue, the user unplugged and re-inserted the hard disk. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.